Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell. The home patient (hp) called the nurse about the system error and stated that she disconnected herself. The hp stated after getting started, she added on a drain line extension. The technical service representative (tsr) explained the alarm to the nurse. The nurse was concerned about contamination. The tsr explained the hc would not let the hp finish out the therapy. The nurse said she has finished out with manuals. The nurse will talk to the hp. No patient injury or medical intervention was indicated at the time of the initial report.